Manufacturer narrative:
(B)(4): the customer reported that while connecting the synchronous signal of the monitor, the connection failed. There was no patient involvement with this issue. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while connecting the synchronous signal of the monitor, the connection failed. There was no patient involvement with this issue.